Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient described a problem with charging. The problem occurred for the first time in october where it is reported that heat is regularly reported. In recent weeks there had been more problems with the coupling and charging itself. The charging time increases while the settings have not been changed. It was noted that the patient had lost weight, the ins was in place, the patient did not fall recently and was able to communicate with the n¿vision, without any problems. No further complications were reported or anticipated. Additional information received reported that the device has not undergone a reset (por) and has never gone into overdischarge. No further complications were reported or anticipated.